Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. The customer provided their cleaning, disinfection, and sterilization processes. Pre-cleaning is performed by aspirating water through the instrument/suction channel. Manual cleaning is then performed by brushing the instrument/suction channel with asp detergent. The scopes are then cleaned in an asp automatic endoscope reprocessor (aer), using asp detergent and asp disinfectant. Scopes are stored at room temperature, after the aer drying process. Olympus is the maintenance company. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported that that when the subject device was returned after being repaired, it tested positive for microbial contamination. Pseudomonas aeruginosa and escherichia coli were detected in the suction channel twice in the culture test. On (B)(6) 2022, proteus mirabilis, klebsiella pneumoniae, and citrobacter freundii, were detected in the suction channel. On (B)(6) 2022, pseudomonas aeruginosa were detected in the suction channel. The device was not used after microbial detection. There was no health hazard reported due to the event.

Manufacturer narrative:
The following clarification was received regarding the microbial contamination detected in the suction channel: proteus mirabilis 3×10^4 = 30,000 colony forming units (cfu); klebsiella pneumony 3×10^5 = 300,000 cfu; citrobacta cloindi 3×10^5 = 300,000 cfu; pseudomonas aeruginosa 10^6 = cfu 1,000,000 cfu.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: play on the angulation control knob; insufficient angulation; universal cord was scratched; boot of the universal cord was scratched; cover of the control section was scratched; grip was scratched; scope connector was scratched; connecting case of the scope connector was scratched; shade in image; bending section rubber glue was cracked; insertion section was scratched; objective lens was scratched; objective lens was discolored; distal cover was scratched; however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "if the endoscope is not cleaned meticulously, effective disinfection or sterilization may not be possible. Clean the endoscope and accessories thoroughly before disinfection or sterilization to remove microorganisms and organic material that could reduce the efficacy of disinfection or sterilization." Olympus will continue to monitor field performance for this device.